Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the power supply and the harness backplane and the transport ring as well as adjusted the 5vdc power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently turn on and off. No pt injury was reported.